Manufacturer narrative:
The excor apex cannula for children (lot no. 00136869) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-11-03, which is (13 days) after the implantation and the affected cannula remains on the patient as the patient is being supported with an active driver. We have reviewed the production records of the cannula lot no. 00136869 and concluded that this product was produced according to our specifications. Two other adverse events from the same patient occurred on 2024-10-27 and 2024-11-07. Those events will be submitted as 3004582654-2024-00067 & 3004582654-2024-00069.

Event description:
On 2024-11-29 the clinic contacted berlin heart gmbh clinical affairs to report that on (B)(6) 2024 right sided weakness was noted on the patient being supported with excor vad system in lvad configuration. A brain CT scan was performed and revealed left posterior temporal inferior parietal lobe infarct. Large deposits were noted in both the inflow apex cannula for children ø 12/9 mm; l 27 cm c22a-004 (lot 00136869) and the outflow arterial cannula for graft (set) for small children cgrg-006 before and after the event. On (B)(6) 2024 a cannula washout was performed due to significant fibrin burden in the outflow cannula. The blood pumps functioned as intended with complete fill and ejection.